Event description:
It was reported that an unknown needle mechanism failure occurred with this pod. Patient contact was not willing to provide additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.